Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 25mm amplatzer amulet left atrial appendage occluder was successfully implanted. Four hours after the procedure, it was discovered via transthoracic echocardiogram (tte) that the device had embolized into the left ventricle. The patient was in stable condition and was transferred to another hospital for further treatment.

Manufacturer narrative:
An event of device migration and patient death was reported. Information from the field indicated that the patient death was caused by cardiac failure which was due to damage to the mitral valve while trying to snare the amulet device after it embolized. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the occluder met all conditions for release at the time of implant and that further review after the case did not find any "failure" that could cause the device to embolize. The cause of the device embolism could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.health effect - clinical code: code 4582 removed

Manufacturer narrative:
B2: date of death is an estimated date. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 25mm amplatzer amulet left atrial appendage occluder was successfully implanted. The device was sized via transthoracic echocardiogram (tte). Four hours after the procedure, it was discovered via tte that the device had embolized into the left ventricle. There was at least one unsuccessful attempt to snare the device. When the device was attempted to be snared unsuccessfully, the mitral valve was seriously injured. The patient was in stable condition and was transferred to another hospital for further treatment. Upon arrival, transseptal puncture was performed to snare the device over the steerable mitral clip catheter. The patient then had a arrhythmia. It was attempted to resuscitate the patient and then the patient was pronounced dead on an unknown date. The cause of death is the procedures following the device embolization. No additional information provided.